Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shunt was placed in 2015. Since then, they have had 7 shunt revisions due to ventricle clogging. The shunt was reprogrammed on (B)(6) 2019 in hopes in relieving symptoms such as headaches. The manufacturer representative set the shunt at 2.5, and the shunt was draining after this. The patient went to the hospital again on (B)(6) 2019, and the setting was at 0.5. Symptoms were not relieved. The setting was reset again to 2.5.